Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. We were unable to prime during prime alarm test due to faulty force sensor resistor. We were unable to confirm excessive no delivery alarms due to prime anomaly. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.